Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date of event was not specified. Part/lot are unknown. The device was not returned for evaluation. This is a known event with the cap diaphragms that has been addressed by an internal action.

Event description:
E-mail received from, high frequency oscillating ventilator (hfov) senior sales consultant - critical care specialist detail an event reported by the user facility: customer reported that they have recently found cap diaphragms "that suddenly 'unsnapped' at some point not allowing map to increase". Senior sales consultant responded explaining the caps come apart and can be snapped back together. Carefusion technical support representative further explained, the cap diaphragm is comprised of two parts, but they should not fall apart just by being bumped.